Manufacturer narrative:
The reported event, leaking, was not confirmed. During the inspection the service technician and diagnostic engineer were not able to observe the reported comment, and the device met all qip and performance specifications regarding the reported event. There was no failure found. The tech found corrosion inside that was affecting the trigger, but there was no run-on or unintended activation as a result. There was no report of corrosion tied to the leaking comment. However, it is possible the corrosion that was found during inspection could have contributed to the event. Corrosion can occur from exposure to, or immersion in, steam or aqueous solutions for extended periods of time or on numerous occasions, as in non-recommended cleaning and sterilization practices or exposure to corrosive materials. The device was not repaired but returned to the customer.

Event description:
It was reported that the system 7 sternum saw was leaking an unknown substance during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 7 sternum saw was leaking an unknown substance during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.